Event description:
Caller states that the pt tested >8.0 inr on the coaguchek test system 1 and 1.9 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system 1: strip lot 367a-b12, exp 1/31/08, cat/3116247. Coaguchek test system 2: strip lot 417a-g14, exp 3/31/08, cat/3116247.

Manufacturer narrative:
Suspect device for system 1 is coaguchek test strip.